Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and discomfort. Work up consistent with a metal reaction. During revision bhr cup and resurfacing femoral head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The provided surgical report of the implantation did not disclose any inconsistencies with the surgical technique or indicate issues that could explain the later revision. According to the provided revision report, the patient had pain, symptomatic hardware, grayish/black metallosis and rather benign-looking synovial tissue. No specific details were noted that could explain or contributed the reported reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery is scheduled to be performed due to pain and discomfort. Work up consistent with a metal reaction.